Manufacturer narrative:
The device history record review confirms that the device met all material, assembly and performance specifications. Visual inspection found that the main coil was not attached to the delivery wire and that the delivery wire was bent at 36 and 92 cm from the proximal end. Microscopic inspection showed that the main coil was detached at the detachment zone; however it did not detach via electrolysis. The main coil was also found to be kinked. The proximal contact was also detached from the delivery wire. This complaint took place during preparation without direct patient contact during preparation. Therefore, a root cause of handling damage has been assigned to this event.

Event description:
During the investigation, it was noted that the main coil broke off at the detachment zone. This event took place during preparation and outside the patient. No patient injury was reported.

Event description:
During the investigation, it was noted that the main coil broke off at the detachment zone. This event took place during preparation and outside the patient. No patient injury was reported.